Manufacturer narrative:
H10: multiple attempts have been made on 24jul2024, 31jul2024, and 07aug2024 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm for low leak co2 rebreathing risk had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an alarm for low leak co2 rebreathing risk had occurred. The average air standard liters per minute (slpm) was at 3.2 per the pneumatics screen with flow and pressure set to zero. The remote service engineer (rse) advised the customer that the average air slpm was out of tolerance for the flow sensor assembly. The rse advised the customer to replace the flow sensor assembly. The rse provided the customer with the part number for the flow sensor assembly. The investigation is ongoing.